Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the valve end of the catheter broke off during slitting. The physician had to use small forceps to grab onto the catheter to continue slitting. The physician was able to remove the broken catheter with no injury to the patient. No patient complications have been reported as a result of this event.